Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, scope mount corrosion, image capture fluid invasion, cable fluid invasion, cable watertight defect, cable pinholes a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. In addition, cause of the electrical contact corrosion, scope mount corrosion, image capture fluid invasion, cable fluid invasion, cable watertight defect and cable pinholes were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error 226. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (initial reporter establishment name): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.